Manufacturer narrative:
Concomitant medical products: dtba2d4 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold appeared to be trending up and there was an observation for high threshold. The lead remains in use. No patient complications have been reported as a result of this event.